Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -3.50/3.5/177 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a shorter length lens due to significant reduction of iridocorneal angles and excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as device. Lens causing event.